Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned sample was evaluated, and a split was observed in the catheter near the 14 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were slightly rounded due to repeated material wear; dulling of the material surface finish and ¿c¿ shaped impressions leading up and into the fracture site, which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; additional cracking and whitening of the catheter material at the corners of the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. As a note, the product IFU states: "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer a fractured PICC inside the patient , it leaked during flushing and not during the giving of chemo. PICC device was then removed a new one reinserted. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by customer a fractured PICC inside the patient , it leaked during flushing and not during the giving of chemo. PICC device was then removed a new one reinserted. No other information was provided.